Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the event was confirmed, and the device did not meet the standard specifications and function. The root cause could not be identified. The probable cause of the defect was likely due to stress from use, external factors, or handling. The instruction manual identifies the following inspection method for the suggested event which could have detected the phenomenon: operation manual ¿chapter 3 preparation and inspection section 3.3 inspection of the endoscope¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the flex deflectable videoscope exhibited adhesive around the objective lens was peeled. There were no reports of patient involvement.